Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during an implant, a right ventricular lead was placed and helix was extended. Then the physician decided to change the location of the lead due to unsatisfactory sensing value. During re-positioning, the helix would not re-deploy. The lead was not used and a new lead was placed. No patient complications have been reported as a result of this event.